Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was capped due to insulation damage and severe pocket stimulation with impedance measurement of 250 ohms. The lead was then replaced. No additional adverse patient effects were reported.